Event description:
Additional information: following catheter revision in (B)(6) 2011 (see manufacturer report # 3004209178-2012-01698), it was later reported that the patient experienced back pain; "this is a chronic problem" which began approximately one year ago. This has been "gradually worsening since onset". The patient also experienced leg pain, numbness, paresthesias and weakness. It appeared that the catheter had "completely retracted from the intrathecal space". The patient was taken to surgery for a catheter revision due to migration on (B)(6) 2012. The intrathecal catheter was removed and reinsertion of intrathecal catheter was done with final positioning at t9, using an end to end connector. The pump was refilled and reprogrammed. There were no complications noted.

Event description:
Additional information: the health care provider (hcp) reported the cause of the catheter dislodgement was unknown. The hcp made dosage adjustments and observed there were no effects when 20-30% adjustments were made. The hcp suspected an issue with the catheter. A screening x-ray was performed and found the catheter coiled in the posterior paraspinal tissues. The patient was not receiving effective therapy and the hcp was weaning the patient down from the pump medications and covering the patient with oral medications. A revision was planned for (B)(6) 2012. The pump delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. Catheter: model# 8598a, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the catheter was dislodged. Per the patient they are planning to have a revision surgery to correct the catheter issue. The patient is in movement therapy and is active. Per patient the pump was not implanted subcutaneous, but it is subfascial. The patient was planning to discuss having the pump implanted deeper with her md. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that following the previously reported catheter revision, the patient had improved spasticity.